Event description:
Olympus (oaz) was informed that when the customer high-definition autoclavable camera head is plugged in, ¿there is no image that comes up it is purely a black screen.¿ the reported problem was found during inspection before use. No death, injury or harm was reported. The olympus sales representative tried to resolve the issue but was unable to and will be returning the device for service/repair.

Manufacturer narrative:
The device was returned to the regional repair center for evaluation. The customer¿s reported problem was confirmed, the image does not appear due to a defective cable unit causing damage to the charged coupled device unit. Oaz followed up with the user facility to obtain additional information regarding the reported event but no response was received. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty cable and charged coupled device (ccd) could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.